Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. The reporter stated that the expected therapy time was 60 minutes; however, the device took 3.5 hours to complete infusion. The device had been filled with 400mg teicoplanin in 250ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.